Event description:
It was reported that during in-service training, the cardiosave intra-aortic balloon pump (iabp) unit was dropped. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found no damage to the unit. The fse completed a preventive maintenance (pm). Full calibration, functional, and safety checks were performed to factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial MDR report (B)(4)/medwatch 2249723-2023-00795 was submitted containing a blank ¿date received by manufacturer¿.